Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrently cystoscopy due to pop and urodynamic stress incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with abdominal sacrocolpopexy, bso, posterior colporrhaphy and perineorrhaphy due to rectocele and cystocele.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with amputative hemorrhoidectomy, bso, posterior colporrhaphy and perineorrhaphy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and bard pelvitex polypropylene mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary and fecal incontinence.